Event description:
Same case as MFR #6000089-2004-01048, 01050. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the right coronary artery (rca). Additional info has been requested.

Event description:
It was further reported the pt was enrolled in the arrive program in 2004. Target lesion 1 was identified in the distal rca with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 3 was identified in the proximal rca with 70% stenosis and a 4.0 mm reference vessel diameter. Target lesion 3 was treated with placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. There were no reported complications and the pt was discharged the next day on asa and plavix. The pt was readmitted in 08/2004 complaining of recurrent dsypnea on exertion. Cardiac catheterization revealed a heavily calcified rca with patent stents. There was a hazy 70% stenosis at the distal edge of the mid vessel stent. In 08/2004, a 3.0 x 16 mm taxus stent was placed in the mid rca with 0% residual stenosis. There were no reported complications and the pt was discharged the next day. Causality: relationship to taxus stent: probable.